Event description:
Customer reported that the date and time set in their precision xtra blood glucose meter had changed spontaneously. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed through the letter.